Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited non-sustained oversensing episodes due to myopotential. Programming changes were made. The patient was in good condition.